Event description:
It was reported to the alm technical specialist that a ceiling mounted surgical light fell when a hosp tech moved the light in preparation for a procedure. No injuries were reported. A replacement light was installed at the facility and the damaged device was returned to alm for eval. Initial eval indicates that the 6 pins holding the main arm to the shaft were sheared. No extenuating circumstances were reported by the facility and no obvious cause of failure was apparent. The light has been returned to the MFR for further eval.